Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The olympus service center confirmed the reported event, and found an alternating current power inlet failure and deterioration of the turret motor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the device evaluation and legal manufacturer investigation, the light of each switch on the front panel blinks was caused by the fatigue of the high-brightness motor, but the cause of the fatigue could not be identified. Fatigue of the power inlet and deterioration of the turret motor could not be identified. Additional minor defects found included: turret operation was slow, and wear of scope detection sensor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the lights on the front panel of the device were blinking. There was no patient involvement or injury was reported.